Event description:
Since rptr's last med watch report (access number 1004506, infant nasal CPAP cannula) rptr began a visual inspection of all cannulas to be used on infants. Approx 120-150 cannulas were inspected. A total of 18 defective inspiratory elbows were found. The internal diameter of 18 inspiratory elbows were greatly reduced secondary to a thin layer of plastic. This defect is difficult to detect by the clinician and could potentially result in serious side effects. (Also see 1005239, 1005240.)